Manufacturer narrative:
(B)(4).

Event description:
A 10mm occluder was placed successfully in a patient with multiple atrial septal defects. A 15mm occluder was placed which subsequently embolized and was retrieved successfully. An 18mm occluder was placed in the same defect and also embolized. The patient was taken to surgery for retrieval of the 18mm device and surgical repair of the septal defect.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.